Event description:
It was reported that an ilet user experienced failure to pair the dexcom g7 sensor with the ilet, while the dexcom app displayed readings, and dosing had stopped earlier in the day leading the user to revert to backup therapy. Symptoms included no automated insulin dosing from the ilet. Outcomes included temporary interruption of automated therapy with user-managed backup insulin and education to wait two hours to avoid insulin stacking before reconnecting. Investigation included guided troubleshooting with bluetooth off on the phone, cgm toggle on the pump, pump restart, re-pair attempt, and verification of the sensor pairing code. Investigation of this case revealed that the incorrect g7 pairing code was entered on the ilet, and correction of the code resolved pairing and restored cgm connectivity. It was concluded, based on previously established findings for similar reports, that user handling error related to an incorrect pairing code caused the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.